Manufacturer narrative:
H10: additional manufacturer narrative: updated h6 (conclusion).

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 21mm valve implanted for six years, four months was explanted due to high gradient despite not appearing very calcified upon explant. A 21mm valve was implanted in replacement.

Event description:
It was learned the 21mm aortic pericardial valve implanted for six years, four months was explanted due to severe aortic stenosis, immobility of the left and right coronary leaflets, and high gradient despite not appearing very calcified upon explant. . The patient was discharged on pod #6.

Manufacturer narrative:
H3. Device evaluation: customer report of high gradient was confirmed through observed host tissue overgrowth. Report of calcification was not confirmed. Stiffened leaflets due to host tissue overgrowth may contribute to regurgitation. X-ray demonstrated wireform intact. Host tissue formed a ring on the surface of the leaflets at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­11mm on leaflet 3 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Host tissue fused leaflets 1 and 2 by approximately 3mm at commissure 2 on the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. A suture pledget remained attached to the host tissue overgrowth on leaflet 1 at the inflow aspect. Wireform was exposed on commissures 1 and 2. H10. Additional manufacturer narrative: the device was returned to edwards for evaluation. The complaint was confirmed. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease pathology may have contributed to the event. Added information to b5, b6, b7, d10, f10, h3, h6.